Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the new programmer they got resolved the poor communication. No further complications were noted or anticipated

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported poor communication. They stated the patient programmer would not do anything, would not show any numbers, would not go high or low. It was determined the caller was seeing the poor communication screen. The patient was sent a new programmer to resolve the issue. It was reviewed to have the longevity of the device checked if the new patient programmer did not resolve the poor communication. The patient also reported they were having bladder issues. They were either not able to urinate at all or were incontinent/had accidents. They tried using the patient programmer, but were unable to connect. No further complications were reported or anticipated.